Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown persona cr standard component size 11 catalog #: ni. Lot #: ni, unknown persona articular surface catalog #: ni lot #: ni. G2 - report source - foreign: event occurred in australia. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The delay in reporting is being addressed via CAPA.

Event description:
It was reported that the patient experienced moderate to severe pain more than six (6) months following knee arthroplasty. No medical intervention has been reported at this time. No additional information is available.